Event description:
After the implant of the stent, physician tried to conduct post-dilation with the (sds) stent delivery system, however, when the sds reached the target lesion, the sds wouldn't move at all and the (gw) guidewire (product unknown) became stuck at the gw exit port. He tried to inflate the balloon there, but the pressure couldn't be applied. Finally, the gw was removed from the sds and post-dilation was conducted with another balloon (product unknown). The procedure was finished safety. The product was clinically used, and will be returned for the analysis, but the gw will not be returned. Physician's comment: suspect the reason of this event is because the gw exit port of the sds ruptured. Would like us to investigate on this product. The target lesion was the mid left anterior descending artery. The target lesion was a de novo, slightly calcified but not tortuous. There was 90% stenosis. The cypher (3.0x18mm) was implanted at the target lesion without problem. There was no delivery difficulty print to implant.

Manufacturer narrative:
The pt was male, but the other info was unknown. The pt was anticoagulated. There was no indication in the report that the product was kink or bend or any type of measurement conducted to document good medical therapy. The procedure was safely finished. No further info was available. This product is similar to us cypher stent. Additional info will be submitted within 30 days.